Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that about 3 times now they have had trouble breaking the peel-away transducer sheath when they snap the sides. One side of the sheath will break free, but the other is still wrapped around the PICC line. I eventually can get it to break free but with great difficulty. No other information was provided. It was reported this occurred with three devices. This report addresses the third device.